Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the locking lever is fractured. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune impaction handle with locking problem was out of an office set. Did not affect a surgery. Did not affect any patient. No pieces were left in a patient.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device finds the locking lever is fractured. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.